Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Detailed analysis found the display would not open due to damage to the rear housing. Additionally, an internal component was found to have shorted and was burned. The floppy drive was unable to read disks. The floppy cable was damaged and the floppy drive was also damaged. The damaged floppy drive was suspected to be caused by the internal short. All other damage to the product was likely caused by the unit being dropped. The programmer was successfully repaired.